Manufacturer narrative:
A sample was received without its original packaging. Visual inspection showed that the spike was separated from the tube and residual solvent was observed around the tube tip. The device was received in damaged condition, pull testing could not be performed on the sample. An analysis was performed using components taken from a process using three different scenarios to reproduce the failure mode. The third scenario was found to be out of specification, and it was concluded that the insertion of the tube inside the bag spike was not performed correctly. Based on the testing scenarios and analysis of the received sample the root cause was found to be that during the manufacturing process the sample insertion depth was out of specification, an incorrect insertion of the tube to the spike pocket. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Production personnel were notified of the failure mode.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an infusion, the tubing detached from the spike portion, causing drug to be lost. No patient injury reported.